Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: boston scientific ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that approximately two weeks post implant of the device system and envelope, the patient's incision started to open and clear drainage was coming from the pocket. The device system was explanted and cultures were taken of the incision and pocket. It was further reported that no growth occurred from cultures and an allergic reaction to either the envelope or device system is suspected vs. An infection. The device system was later replaced. The patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.